Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the alarm occurred even after inserting new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump has to reset time or date and received unexpected restart error test alarm after changing battery due to c13 voltage leak on interface board. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.